Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data was downloaded, but it was corrupted. The autopulse platform and diagnostic service pc communicated, and apvision3 software confirmed 132 (internal watchdog timeout) in the archive. The system error was caused by the processor board (pca) failure, likely due to failed component(s). Visual inspection of the returned autopulse platform revealed several issues, unrelated to the reported complaint. The top cover and front enclosure were scratched with cracks and breakages. The bottom enclosure was scratched and heavily chipped. The battery compartment was broken. The shoulder screws (load plate screws) were missing, detached from the channel die-cast. These observed physical damages are characteristics of harsh impacts, most likely attributed to user mishandling. The front enclosure was replaced during the previous service at zoll in (B)(6) 2020. In addition, the UDI product label was noticed worn, and the serial number of the platform was difficult to read. This observation is possibly attributed to user handling as well as wear and tear. The autopulse platform was manufactured in (B)(6) 2017 and is over 6 years old, beyond its expected service life of 5 years. All the damaged parts and the UDI label were replaced to address the issues. The archive data was downloaded but showed no error messages as it was corrupted due to the malfunctioning processor board. The autopulse platform failed initial functional testing as the platform displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation revealed that the cause of the system error was the processor board failure, which was replaced to remedy the fault. Following service, the autopulse platform was subjected to run-in tests using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6). Ccr 51386 was documented on(B)(6) 2020, and the system error - 132 (internal watchdog timeout) was resolved by replacing the processor board (pca).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.